Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This patients system has been removed due to infection and not replaced. The patients previous system was also removed for infection. It is believed the patient may have an allergy. An allergy kit has been sent at the physicians request.